Event description:
It was reported that the there is no leaking from tubing and o-ring. The cage was loaded, 2 clicks were made, and the cage was ready to be expanded. After starting expansion, green appeared then drop. Continuing, green appeared then drop. No leaking anywhere.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: upon inspection it was found that the peek threads of the syringe were worn down. These threads engage with the metal threads of the syringe plunger. When the plunger engages with the syringe body - this pushes the saline up into the tubing and expands the implant. An insecure connection between the syringe body and plunger likely contributed to the reported event. The acculif surgical technique states that all instruments should be examined for wear before surgery. It was reported that all instruments were examined both before and after the procedure and no issue could be identified. Conclusion: it is unknown when the thread deformation occurred because it was not noticed in the field. Potential contributing factors include: normal materials wear and cross-threading between the plunger and syringe body during assembly/disassembly.